Event description:
In 2009, the lay-user/patient contacted lifescan alleging that a one touch ultra meter would not turn off and the calcode was frozen. The medical surveillance specialist (mss) spoke to the patient in the same month, and was able to obtain/verify information. The patient tests his blood glucose more than 4 times a day. He manages his diabetes with nph insulin and sliding-scale humalog insulin based on his meter readings. The patient informed the mss that the issue with the reported meter was that it would not turn on. Due to the meter issue, the patient mentioned that he was unable to test his blood glucose for a couple of days. During that time, the patient guessed on his insulin dosages. On an unspecified date/time after the issue began, the patient claimed that he must have taken too much insulin since he developed symptoms of a rapid heartbeat. The symptoms reportedly started 30-45 minutes after taking insulin. The patient administered self-treatment by eating food which helped to relieve his symptoms. The patient stated that the alleged meter issue was resolved temporarily after the batteries were reseated. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.